Manufacturer narrative:
Retainer ring = black. Customer complained that the unit did not have any audio tones when her sensor was connected to alert her for her low blood glucoses. Customer complained the suspend feature during basal delivery did not work and there were cal now alerts/no sensor alerts during use. The history download was successful using thus software and the care link upload was successful. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/absence of alarm anomalies noted during testing. No pump error 63 alarms noted during testing or in the history download. Broken trace at u1 pin 6 on keypad assembly noted during visual inspection of the keypad assembly. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Monitored with the device communicating properly with sensor transmitter and the glucose sensor simulator connected together. Tested the suspend on low feature with the audio tones being heard after suspension from the triggering of the low suspend feature, the basal delivery was successfully resumed after clearing the suspend on low alert. No unexpected cal now alerts/no sensor alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, partially broken off battery tube threads and scratched case. No confirmation of audio anomalies/absence of alarms noted during testing. The cal now alerts/no sensor alerts were not confirmed during sensor testing. The anomalies confirmed with the suspend on low feature during basal delivery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. The customer stated the device did not show any audio signals for sensor when they was low. Customer stated that insulin pump did not suspend at br. Customer stated that there was no sensor related alerts in history and there was signal lost alert because they charged transmitter early. Customer stated that there was a low alert but it can not found in history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.